Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, pain, mesh failure, mesh described as "bunched up," and foreign body giant cell reaction to the mesh. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, b5, b6, b7, g1, h4, h6 (patient codes), (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, pain, mesh failure, mesh described as "bunched up," foreign body giant cell reaction to the mesh, (&) adhesions. Post-operative patient treatment included revision surgery, hernia repair with mesh, CT scan, (&) partial mesh removal.

Manufacturer narrative:
Additional information: b5, b7, h6 (added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced recurrence, pain, mesh failure, mesh bunched up, foreign body giant cell reaction to the mesh, abdominal pain, discomfort, and adhesions. Post-operative patient treatment included revision surgery, hernia repair with mesh, CT scan, lysis of adhesions, & partial mesh removal.